Event description:
It was reported that during a hemorrhoidectomy, an incomplete staple line was produced. The surgeon had to finish the operation with sutures, which created a longer procedure. The product is being returned.